Manufacturer narrative:
UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: distributor. Additional information: the hole was found on the two actual samples that were received on 06 may 2022. Two pieces of the actual samples and a reference photo was received for evaluation. The two pieces of catheter assembly were received wherein a hole was found on the tube near the tip of the catheter hub: the bent catheter tube was observed to have a damaged/deformed catheter tip and dent which measures 10mm away from the catheter hub tip; there is blood inside the catheter hub and catheter tube; the appearance of the damage on the catheter tube seems to be pierced and stretch from the external force with an evident deformation and elongation of the catheter tube. Sample 2: the bent catheter tube was observed to have a damaged/deformed catheter tip and dent which measures 7mm away from the catheter hub tip; there is blood inside the catheter hub and catheter tube; the catheter tube is folded and has dents, while the v-shaped cut on the catheter tube seems to be clipped and cut by sharp object. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or process. We have evaluated the actual sample and we have confirmed that the first sample seemed to be pierced and stretched based on the appearance. The damage to the catheter tube has an evident elongation and deformation within the distal part of the damage catheter tube. On the other hand, the appearance of the second sample has a slight difference with the first sample wherein the catheter tube is folded and dented before the damaged distal part. The side of the catheter tube seems to be clipped and cut by a sharp object forming a v-shaped cut hole on each side. We cannot determine, the exact root cause of the damage/hole but it is presumed that an external force was introduced to the catheter tube resulting in the damage/hole which probably occurred during or just before the removal process. Retention samples were visually inspected and confirmed free from the hole on the catheter tube, scratch, damage, and deformation on the catheter tube that might lead to leakage. Further evaluation through the leakage test showed all samples passed wherein no leakage was observed on the catheter tube. A simulation was conducted for damaged/hole catheter tube complaint to demonstrate the bending strength of the catheter tube by manual bending. An evident dent was observed on the catheter tube for all samples however, there were no holes or breakage noted that could eventually result in a damaged catheter tube. This shows that the catheter tube has high tensile strength and does not break easily even a consistent uniform force is applied. We have 2 stages of visual inspection wherein defects related to the complaint can be detected during these processes. Also, these inspections do not require the opening of the product. Defective products are immediately discarded and rejected. In conclusion the root cause of the complaint could not be identified to be related to our product or process based on the appearance of the damage or hole in the catheter tube. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Most likely, the catheter tube was subjected to external force resulting in the damage/hole during or just before the removal process. Defects similar to the complaint can be trapped at 2 stages of visual inspection. The defective products are immediately discarded and disposed of. Our sr IV catheter is produced at a semi-automated line wherein the machine runs under validated parameters. The process and method with gripping, contact and insertion on catheter tube/catheter assembly were checked. No process or machine parts have direct contact with the catheter tube and no sharp object that might pierce/punctured the catheter tube during the production and process. It was also confirmed during simulation, that the catheter tube has high tensile strength and does not break easily even though consistent uniform force is applied. There were no occurrences of holes or breakage observed during the 40 times of manual bending of the catheter tube. Lot history files of the complaint lot were checked, and no related nonconformity or irregularity was noted. Similarly, retention samples were visually in good condition and passed the leakage test. Quality control (qc) conducts visual and functional inspections to check the product quality before shipment. Only lots that passed the final inspection are allowed to be shipped. (B)(4).

Event description:
The user facility reported that the involved IV catheter had a crease at the junction, resulting in bleeding, and the patient needs to re-establish the catheter. The event occurred pre-treatment. There was no patient injury and medical/ surgical intervention was not required. Additional information was received on 026 may 2022. It was reported that the user did not encounter any difficulty during the insertion of the IV catheter into the patient. The IV catheter stayed on the vein for about 1-2 days. It was then when the bleeding occurred and when the junction was found to be ruptured.